Event description:
Per the surgeon, the patient underwent a skin flap reconstruction on (B)(6) 2012 and (B)(6) 2013 due to reported healing issues. The patient developed a skin flap infection and was treated with oral antibiotics (type, dosage and duration not reported) the device subsequently extruded, and on (B)(6) 2013, the device was explanted.

Manufacturer narrative:
(B)(4): device currently unavailable.